Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Onset date of pain? What is the patient's current status?

Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2012 and mesh was implanted. Following the procedure, the patient complained of ongoing groin and vaginal pain and dyspareunia. Due to ongoing pain, the patient underwent left side excision of mesh on (B)(6) 2013. On (B)(6) 2014, the patient underwent excision of remaining remnants of mesh and insertion of new mesh. The patient experienced recurrence of stress urinary incontinence. The patient had a period of healing then underwent procedure with autologous mid-urethral mesh on (B)(6) 2017. Additional information has been requested.